Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported receiving an e8 (power interrupt) error message in the night while the infusion device was in normal use. Patient reported charging the battery but the infusion device starts up with the e8. Patient reported changing the battery cover 2 times but still no success. Patient reported being unable to confirm the e8 error message. Patient stated earlier in the evening the infusion device had dropped from the couch. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.